Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During initial MFR testing of a gemstar pump initially reported as MFR number 2921482-2004-00436, no flow was noted from the distal end of the tubing set that was returned with the pump for testing. The initial report indicated, "report received of a nondelivery. The pump was programmed in the intermittent mode to deliver 2gm of oxacillin with a set dose of 41.7ml for duration of 30 minutes, every 4 hours, with a keep vein open (kvo) rate of 0.5ml/hr between infusions. The solution bag contained 24 gm of oxacillin for a total volume of 522ml. On 06/30/04 at approx 1500, the delivery was started to a homecare pt. In the morning of 07/02/04 at an unspecified time, the pump audibly and visually alarmed with a service alarm code. The home care pt notified the home care facility of the alarm condition. The pt was instructed to stop the infusion, turn off the pump, and to wait for the nurse arrive. The nurse noted that the medication bag was "full." The customer contact stated that the patient did not receive any doses of oxacillin for 36 hours and measured that 522 ml of solution was left in the bag. The pt was sent to the emergency room (ER) for assessment. In the ER, the pt was found to be "febrile" and was treated with the prescribed dose of oxacillin. The pt returned home on the same day and there were no reported adverse pt sequelae. The oxacillin therapy was resumed using a replacement pump. Though requested, no add'l info was provided."